Manufacturer narrative:
Product investigation complete. Device was subjected to and passed all testing. MDR decision remains the same. No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted due to a possible performance issue. The patient underwent a surgical intervention to remove the device and implant a new one. Product investigation concluded that no problem was detected with the device. No additional adverse patient effects were reported.